Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt was used for a thrombectomy procedure. However, it was noted that the catheter would not move back and forth over the wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. A .035 guidewire was stuck in the device when returned. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The outer shaft showed no damage. A .035 guidewire was stuck in the device. The wire was protruding from the distal end approximately 18cm and protruding from the proximal end approximately 123.5cm from the hub. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and the device primed and were run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. The guidewire was attempted to be removed; however, the wire could not be pulled from the catheter lumen. It was noticed during microscopic analysis the dedicated guidewire lumen was separated at the distal end of the catheter shaft. The hub of the device was pulled apart and the proximal end of the guidewire lumen showed buckling. Inspection of the remainder of the device, apart from the observed guidewire lumen damage revealed no other damage or irregularities.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt was used for a thrombectomy procedure. However, it was noted that the catheter would not move back and forth over the wire. No patient complications were reported.